Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced numbness from the waist down following the implant procedure, prior to device activation. The device was removed and there have been no reports of further complications regarding this event.